Manufacturer narrative:
Images taken 2-months out were provided that confirm the issue. Setscrew at the end of the construct is loose. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions-for-use (IFU) supplied with the device.

Event description:
It was reported that follow up images show rod slippage on both sides of the spinal construct. Patient was implanted with expedium hardware (3-levels) in (B)(6) 2011. There appears to be no harm to the patient and there is no revision procedure planned. As this could result in the need for surgical intervention an MDR is filed to document this event.